Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated devices: (B)(4), nail handle t2 femur, lot unk; 18061008, targeting arm t2 femur, lot unk.

Event description:
The nurse reported to our sales rep that he was observing a surgery procedure. During this was observed that the thread of the fixation screw was damaged. There was no delay. No replacement was available. The screw was fixed several times till the target device was solid.